Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: service and repair evaluation: it was reported that on (B)(6) 2021, during evaluation at service and repair the torque limiting ratchet handle has failed in calibration. The repair technician reported the device failed calibration. The cause of the issue is failed low. The item will be repaired and will be returned to the customer upon completion of the service and repair process. Attached service record router completed through (B)(4). Finalized service record will be archived in tungsten document management system. The evaluation was confirmed. The device was deemed serviceable and will be returned to the customer, no design or manufacturing issues were identified therefore it has been determined that no corrective and/or preventative action is proposed. Device history lot: part # 03.620.061. Synthes lot # h550247-21. Supplier lot # h550247-21. Release to warehouse date: 09 may 2018. Supplier: (B)(4). No ncr's were generated during production. Device history batch null, device history review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, during evaluation at service and repair the torq limiting ratchet handle has failed in calibration. There was no patient involvement. This complaint involves one (1) device. This report is 1 of 1 for (B)(4).